Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope had no image. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation.the device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was not confirmed.a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over a year since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: while the user was handling the device, the scope connector leaked, which led to water invasion of the device, then abnormality of electronic parts. As a result, the suggested event occurred temporarily. The root cause of the suggested event could not be specified. The event can be [detected/prevented] by following the instructions for use which state:turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that thevideo system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipmentdamage, including destruction of the image sensor.precautions for disappeared or frozen endoscopic image: warningfollow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not berestored during the examination.inspection of the endoscopic imageconfirm that the wli and nbi endoscopic images are normal.if any irregularity is observed during the inspection described in ¿preparation and inspection¿, do not use the endoscopeand solve the problem as described in¿troubleshooting guide¿.if the problem still cannot be resolved, send the endoscope to olympus for repair as described in ¿returning theendoscope for repair¿.also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from thepatient as described, ¿withdrawal of the endoscope with an irregularity¿.olympus will continue to monitor field performance for this device.